Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several high, out of range high voltage lead impedance measurements were noted on the lifetime trend after an alert was observed during device interrogation. The patient notifier was turned off. The patient will continue to be monitored. The patient condition is good.